Event description:
During a re-do of a vbg to laparoscopic gastric bypass procedure, when the surgeon removed the old gortex band, the deice cut but the staples were malformed. The surgeon converted to an open procedure and oversewed the staple line. The consequence for the pt was longer or time. The pt didn't require blood transfusion.